Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned, as no contact email was provided. The reporter (hcp) submitted the complaint using a no-reply email address, preventing further follow-up. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continues to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. A tripped trend review was conducted for the reported complaint and product, no trends were identified that would indicate any product related issues. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On 20-november-2025, abbott diabetes care (adc) received an email from a healthcare professional (hcp) reporting an issue with inaccurate glucose readings on the adc device. During a quality circle meeting with other hcps, a colleague of the reporter shared that a customer had passed away in their circle of acquaintances due to an inaccurate glucose reading on the adc device. At this time, there is no cause of death, autopsy report, or death certificate that has been provided. Adc has not received any further details at this time; however, if further information is received a follow-up report will be submitted. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death.

Manufacturer narrative:
At this time, the reported product is not expected to be returned. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b2 and b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On 20-november-2025, abbott diabetes care (adc) received an email from a healthcare professional (hcp) reporting an issue with inaccurate glucose readings on the adc device. During a quality circle meeting with other hcps, a colleague of the reporter shared that a customer had passed away in their circle of acquaintances due to an inaccurate glucose reading on the adc device. At this time, there is no cause of death, autopsy report, or death certificate that has been provided. Adc has not received any further details at this time; however, if further information is received a follow-up report will be submitted. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death.